Manufacturer narrative:
H3: device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming air in the line. There was a patient involvement, and no patient harm/adverse event reported.